Manufacturer narrative:
The pump was returned assembled. Upon disassembly of the returned device, examination of the inlet stator bearing cup and rotor bearing ball revealed a pink, tissue-like deposition situated around the bearing. The thrombus had a ring-like structure with laminated layering and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The deposition was of moderate size and would have impeded flow through the device. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be conclusively determined, they would have potentially contributed to the report of elevated lactate dehydrogenase. No other depositions were identified. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred at (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was at the outpatient clinic on (B)(6) 2017 with an inr of 1.5 and lactate dehydrogenase (ldh) level was 1000 u/l, and the patient was hospitalized. Heparin was administered, but the ldh level continued to increase to 2000 u/l. It was also reported that in (B)(6) 2016, the patient's ldh level was 600 u/l, and aspirin was increased. The patient experienced several transient ischemic attack episodes since that event. The patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombosis.